Event description:
The recipient is reportedly experiencing all open electrodes due to a head trauma incident. The recipient presented with a cut and swelling at the implant site. External equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom covers, and a silicone slice near the antenna coil. In addition, the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic inspection revealed broken electrode wires near the fantail and electrode ground ring regions. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electrode microscopy analysis of the electrode revealed wires with tensile breaks. The photographic imaging inspection and the scanning electrode microscopy analysis revealed broken wires between the fantail and electrode ground ring regions. It is believed that these breaks caused the open impedances induced by the trauma reported. Advanced bionics will continue to monitor failure modes of this type. This is the final report.